Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed power cable disconnect, low power hazard and no external power on (B)(6) 2024. The alarms were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no pump interruption during these events.

Manufacturer narrative:
Section e: reporter information corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (B)(4) was submitted for review that showed events spanning approximately 97 days (09apr2024 ¿ 16jul2024 per timestamp). A no external power alarm was active on 28apr2024 from 15:07:04 ¿ 15:07:08, on 13may2024 from 13:18:14 ¿ 13:18:23, on 20may2024 from 17:28:57 ¿ 17:29:05, 17jun2024 at 15:38:01, and on 23jun2024 from 02:01:57 ¿ 02:01:58. The alarm occurred while connected to the mobile power unit (mpu) and appears to have been caused by a loss of a/c power. The backup battery provided power to the system during this event. The alarm cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the mpu has a v-lock connector on the ac power cord, if the cause of the loss of power is known, if the serial number of the mpu can be provided, and the mpu would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed unable to be reviewed due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.